Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her daughter experienced low blood glucose of 50 mg/dl. The customer also indicated that her daughter went to the emergency room for a short time as well. Customer does not recall any significant events leading to the error, but may have been due to exercising. Customer's blood glucose at time of call was 213 mg/dl. Customer declined troubleshooting as their doctor helped them with the pump and they feel that it is functional.